Event description:
It was reported that particulate matter was observed inside an empty intravia container after compounding at the customer pharmacy. The customer stated that the particulate matter appeared to be hard pieces of plastic. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.